Event description:
A hospital employee tried to flush an IV line with the 3 ml syringe. The solution in the syringe leaked past the plunger, causing the drug to contaminate the surrounding area and the hospital employee.